Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -06.00. Evaluation is in progress. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm vicmo13.7, -06.00 diopter implantable collamer lens in the patient's left eye (os) on (B)(6) 2015. Excessive vault was noted on (B)(6) 2015. The lens was explanted on (B)(6) 2015 and exchanged for a shorter lens with a similar diopter. This resolved the problem. Post-op visit, ucva was 20/20.

Manufacturer narrative:
Corrected data: age at time of event: previous age (B)(6) to corrected age (B)(6); previous age is incorrect. (B)(4). (New incision) incorrect - no new incision was made. (B)(4). Lens was exchanged for a shorter lens. Device evaluation - product evaluation found that the lens was returned dry in the lens case/vial. Visual inspection found that there was no visible damage to the lens. Evaluation conclusion code: patient's age was outside recommended range of implantation. Claim # (B)(4).